Manufacturer narrative:
It was reported that the infection was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on april 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient sustained a head trauma resulting in an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2018, and the patient was not reimplanted with another device.